Event description:
While wearing the external equipment, the pt reportedly experienced sound perception issues. The pt was seen at the ctr for device eval. External hardware was exchanged and programming changes were made. However, the reported problem was not resolved. A CT scan revealed an infection (etiology: relapsing polycondritis) around the implant site. Surgery to explant the pt's cii device is to be scheduled.